Event description:
A trimed sales representative reported on (B)(6) 2021 that the guideq-1.8 from a wrist fixation set had "not for human use" laser marked on the bottom of the drill guide. He stated this device was found during a routine check of his tray and that he is unsure if the device had come in contact with a patient but doesn't believe this issue caused any additional patient harm or delay in surgery.